Event description:
It was reported that balloon rupture occurred. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation at 10 atmospheres, the balloon ruptured. The procedure was completed via alternative method. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.